Event description:
The site reported the following: patient was scheduled for a diagnostic cardiac catheterization for angina pectoris. Air was injected into the ramus interventricularis anterior (riva) while obtaining the first series on the left anterior descending artery (lad). The vessel was occluded and the patient felt ill. A few extra systoles were measured - no arrhythmias. Patient was treated with saline under pressure to receive volume. Patient was also treated with nitro and reopro.

Manufacturer narrative:
A medrad service representative performed a system service check of the avanta fluid management injection system on (B)(6), 2011 and the unit was found to be operating to medrad specification. The medrad disposables that were in use during the reported event were returned for evaluation; at this time, the disposables are still in-transit. Once the evaluation of the disposables is complete, a follow-up report will be submitted.